Event description:
It was reported that a morbidly obese patient with acute intestinal obstruction due to recurrent strangulated incisional hernia underwent surgery on (B) (6) 2010. During the procedure, the defect of the anterior abdominal wall was bridged by mesh. The patient had a smooth post-operative course and was discharged on the sixth day with no fever, open bowels with two drains. The patient returned to the hospital with fecal fistula on the tenth post-operative day. On the fourteenth post-operative day, the patient underwent wound exploration which revealed a 3x3 area of pressure necrosis on the colon, another small intestinal perforation away from the first one and two areas of necrosis of the gut. The surgeon removed the mesh and inserted tube drains in the small intestine and colonic lesions. The surgeon did not disturb the granulation tissue layer as the patient had no peritonitis. The patient was in the intensive care unit on assisted ventilation due to respiratory distress. The patient expired on the twenty second post-operative day due to respiratory complications.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.